Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. Biological matter can be observed on the sutures. The anchor is broken at the distal tip. The broken fragment is not shown in the photo. The inserter tip is bent. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to bending force that may was applied to the inserter during inserting the anchor. As per IFU; do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgical procedure the lupine br ds w/orthcrd device anchor was broken off. All broken parts were removed. Another like device was used to complete the procedure. There was patient involvement. There were no reports of adverse patient consequences reported. No additional information was provided.